Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the sterile packaging of the device.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was unpacked on february 09, 2026. It was reported that there was a piece of hair inside the packaging. A photo of the complaint device was provided and shows a hair-like particle on the device. There were no reported patient complications as a result of this event.